Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was exposed to fluid and blank screen. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. The customer did not receive a stuck button alarm. The numbers are not ramping on their own, the scroll bar isn¿t moving without input, and there was no response from any of the buttons. Pump has not been exposed to altitude change. Time does not advance when display is observed. The customer was using the correct battery cap for the pump. The customer reported a frozen display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1715k was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement, sleep current measurement, active current measurement, self-tests or verify frozen screen, button keypad anomaly and unable to download history files and traces due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronics assembly during visual inspection. Also, found corroded keypad traces. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Unable to confirm frozen screen, button keypad anomaly and unable to download history files and traces due to blank display. Unit received blank display due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.